Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular emergency treatment for an aortic isthmus rupture and was treated with a conformable gore® tag® thoracic endoprosthesis into zone 3 of the descending aorta. Reportedly, only one vessel access was available for a dsl1828 dryseal sheath accommodating both pigtail catheter and the catheter for the tge212110 thoracic endoprosthesis. Following the deployment of the endoprosthesis, strong resistance was encountered when retracting the device catheter, potentially due to the catheters¿ mutual interference inside the sheath. When the catheter of the tge212110 component had been forcefully removed from the patient, visual inspection revealed that the leading olive had become separated and was found within the proximal end of the sheath with the olive still residing on the guidewire. The patient tolerated the procedure.

Manufacturer narrative:
The leading end of the tge212110 catheter and the 1828dsl dryseal introducer sheath were returned to gore and an engineering evaluation was performed. The device evaluation showed that the leading olive was separated from the remainder of the catheter body. The condition of the leading end of the gore® tag® thoracic endoprosthesis catheter was indicative of necking and breaking of the dual lumen. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the leading olive detaching from the ctag catheter was the retraction of the catheter against resistance. The gore® dryseal sheath was visually examined. The leading end of the sheath was deformed indicating force interference. This damage is consistent with the physician¿s observation of forceful retract of the delivery catheter.

Event description:
As this was an emergency case, a percutaneous approach involving only one access vessel was preferred for a dsl1828 dryseal sheath to accommodate both a pigtail and the tge212110 thoracic endoprosthesis catheter. It is believed that during the catheter retraction back into the sheath, the leading olive got caught outside the proximal edge of the sheath. Due to the resistance, the catheter of the tge212110 component was then forcefully removed from the patient. Following sheath removal, the percutaneous systems were closed and the 0.035¿ lunderquist guidewire was removed from the patient. The leading olive was visible through the skin incision and effortlessly retrieved. Subsequently, the femoral artery was sutured. The patient tolerated the procedure.